Manufacturer narrative:
Results: a sample is not available for evaluation. A review of the device history record could not be performed as a lot number was not provided for this incident. Conclusion: without a sample, an absolute root cause for this incident cannot be determined. (B)(4).

Event description:
It was reported that after inserting a bd insyte-a arterial catheter, the needle broke off while being removed from the patient's artery. The patient required surgery to remove the broken needle.